Manufacturer narrative:
The reported event of device in backup mode and premature battery depletion were confirmed. The reported event of incorrect measurements was not confirmed. The device was received in backup mode. Device image analysis showed high leakage current. Visual inspection of the header attachment area detected a bonding anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
New information noted that following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.

Event description:
New information received noted that the pacemaker was explanted and replaced on (B)(6) 2024. Patient was stable post-procedure.

Event description:
It was reported the patient presented with dizziness via phone call. A merlin.net transmission was reviewed and revealed the pacemaker had gone into backup mode. The pacemaker was successfully restored. The battery voltage was unknown after the pacemaker was restored. No changes have been made to address the unknown battery voltage. The patient was in stable condition.